Event description:
It was reported to covidien on (B)(4) 2014, that a customer had an issue with electrodes. The customer reports that the pt reported a reaction from the electrodes. The pt reported redness, itching and small blisters. The customer further reports that the enrollment period was (B)(6) 2013. The customer reports that ultravate was prescribed as a result of the reaction. The customer further reports that alcohol was used to prepare the skin prior to electrode placement. The electrodes were changed daily and placed next to the previous location. The electrodes were removed by gently tugging using water (in shower/bath). The pt has sensitive skin and the pt's skin type is dry. The skin irritation first occurred on the first day of enrollment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.